Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000174168.

Event description:
It was reported patient experienced uncomfortable stimulation due to lead migration. The issue was confirmed via x-rays. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.